Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patients s1 lead had migrated. In turn, the lead was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.